Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep removed and reseated singe board computer pcb and the system operated as intended. He also removed the image processor, display adapter and sec, cleaned the edge connections and reinstalled them.

Event description:
It was reported that the 6800 system would not boot. The monitors stayed black. No pt injury was reported.